Event description:
It was reported that the patient was having real severe pain in her bladder since shortly after she was implanted. It was noted after review of the programmer functionality that the patient was able to turn the device off, as she was instructed to do by her doctor. Additional information received reported that the patient was reprogrammed the other day, but the patient was still going to the bathroom all night long. It was noted that the patient¿s body was shaking after programming from the stimulation, so she decreased the stimulation, which relieved the shaking, but now she was going to the bathroom all night long. The patient wanted to change programs. The patient was on program 4 at 1.0 v and stated that 1.1 v was causing her body to shake. The patient mentioned that she had a lot of urinary tract infections, diabetes, a lot of back and leg problems, and was on neurontin. The patient was on program 1 at 1.6 v, and stated it was comfortable so far. It was also noted that the patient wore pads and got yeast infections. Additional information received reported that the patient felt stimulation down her leg to her foot. The patient was diabetic and could not have stimulation down her leg. It was noted that the patient had stimulation off and wanted to change from program 1 to program 2. After changing programs, the patient felt stimulation in the bike seat area. The patient switched it to program 3, then decided to switch it back to program 2. Program 2 was at 0.8 v, the patient increased to 1.0 v, which was too strong, so the patient went to 0.9 v. The patient accidently turned stimulation off last night, and had a horrible night. It was indicated that the patient was in really bad shape two days ago, and her physician told her to come in this morning. The patient stated something was seriously wrong with her bladder.

Event description:
It was reported that the patient's battery was low, probably in the implantable neurostimulator (ins). Additional information received reported that the patient's device was bothering and agitating them so bad. It was reported that the patient turned it up two and couldn't feel the stimulation. The patient had a screen with a question mark and the monitor on their programmer. It was reported that the patient's programmer batteries were dead.

Manufacturer narrative:
Product ID: 3889-28, lot# va0334l, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).